Event description:
(B)(4). During the surgical procedure for a reverse shoulder arthroplasty, a drill bit tip broke off in the glenoid. The surgeon was unable to remove the drill bit tip. No pt injury or negative effects have been reported. (B)(4).

Manufacturer narrative:
The device reported is an orthopedic surgical instrument. The device is not intended as an implant. No add¿l info is anticipated for this event.